Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. Initial reporter full name: (B)(6). Device not returned to manufacturer.

Event description:
It was reported that on startup, just after insertion in the catheter lab, the cs300 intra-aortic balloon pump (iabp) displayed false ¿system trainer¿ message, and the fiber optic pressures indices would not display on the iabp. The customer called getinge, and denied that the system trainer was attached. The getinge service representative had them attach a different pressure cable, but that did not change the message and it was taken to the biomed. A second console was calibrated and displayed indices. No patient harm, serious injury or adverse event was reported.